Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - screws: nail proximal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical subject ID: mue-008 it was reported that the patient underwent surgery to implant the expert tibial nail on (B)(6) 2020. One proximal dynamic interlocking screw and three distal static interlocking screws were used for fixation. The patient experienced nonunion on 9-march-2021, and revision surgery was performed on (B)(6) 2021. The nail was replaced with another nail, and autologous grafting was performed. This report is for a unk - screws: nail proximal locking for (B)(4). (B)(4). (B)(4) covers the non-union and (B)(4) covers the subsequent secondary loss of reduction.